Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female patient, (B)(6) who used super polygrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Approximately 25 years prior to reporting, the patient received dentures and began using super poligrip on an unknown date. An unknown time later, the patient was diagnosed with "neuropathy attributed excess zinc and resulting copper depletion attributable to super poligrip." According to the claim, the pt "now suffers from profound and permanent neurological and other injuries attributable to her super poligrip use" which made it unable for her to perform her normal, customary, and daily activities. This case was assessed as medically serious by gsk. Super poligrip ws discontinued on an unknown date in (B)(6) 2009. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available, (B)(4).